Event description:
Needle came off syringe.

Manufacturer narrative:
It was reported by the customer contact that, "the needle came out of the syringe. The needle was stuck in the patient's knee". Due to this, an extra vial of medication was used by the physician. There was no impact to the patient or procedure. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.